Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing chronic pain for over six years which required a wheelchair as walking became too painful. The patient reported undergoing pain management and additional surgical procedures. Three procedures were needed to remove the mesh as the patient experienced a blood clot and an incisional hernia. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.